Manufacturer narrative:
Qn#(B)(4). Additional information: complaint verification testing could not be performed because no sample was returned for analysis. The provided instructions state to enlarge the cutaneous puncture site with a scalpel prior to dilator insertion. A device history record review did not reveal any manufacturing related issues. The potential cause could not be determined based upon the information provided and without a sample. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the cath lab, the user was unable to insert the dilator stating that the dilator was deformed. As a result, a new kit was opened and used to successfully to complete the procedure. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided one dilator and one sheath. The dilator had a bend in the body, but the tip appeared typical and no other defects were observed. The bend was marked with a black marker. The dilator was inserted through the returned sheath as they would be assembled prior to insertion. No resistance was met and the devices locked into place. The black mark was just below the sheath tip. This indicates that the assembly met resistance during insertion into the patient. A review of manufacturing records did not yield any relevant findings. The provided instructions state to enlarge the puncture site with a scalpel prior to insertion, but it is not known if this was done. A lab guide wire was inserted through the dilator and met no resistance. Based upon when the damage was found (during insertion), operational context caused or contributed to this complaint. No further action will be taken.